Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was revised recently and he is still having difficulty pump inflating / deflating due to scar tissue. The doctor wants to remove and replace the pump. The patient was scheduled to have a revision surgery on (B)(6) 2020.